Event description:
Healthcare professional reported "deflation". Later healthcare professional reported "hole, non-specific" and "hole on valve side". This record is for left side. The device was explanted.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2022-24232. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, valve leak/damage.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis creases and wear abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "deflation". Later healthcare professional reported "hole, non-specific" and "hole on valve side". This record is for left side. The device was explanted.